Event description:
Reportable based on analysis completed on 11/17/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Vascular access was obtained through the femoral artery. The 2.75x38mm taxus liberte stent delivery system (sds) could not cross the 85% stenosed lesion in the severely tortuous and severely calcified mid-to-distal left anterior descending (lad) artery. The procedure was completed with another of the same device. There were no patient complications and the patient condition was reported as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified mid stent damage. Struts on 3 rows were misaligned due to a kink in the stent. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).